Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: unknown saline prothesis. (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed on (B)(6) 2017.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned product on 4/25/2018. Device evaluation summary: it was reported that a female patient underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior aspect extending to the anterior. An area of shell abrasion was also observed at the end of the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent measuring less than 0.1 cm was discovered within the shell abrasion on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).